Event description:
Medwatch report number: 3600840000-2023-8108. It was reported that the balloon burst requiring additional intervention. The target lesion was located in the right and left common iliac arteries. A 3.0x40x150 (4f) sterling was selected for an angioplasty procedure and for removal of a foreign body from the left common iliac artery. The balloon burst upon removal from the patient. A snare was used to remove one piece of the balloon. The other piece of the balloon was on the guidewire and pulled into the 6f sheath, then removed from the patient. An extra procedure was performed, and the patient stayed in the hospital overnight for observation. There were no patient complications reported. It was further reported that the removal of the 2 portions of balloon were removed during the same procedure. This added longer time under anesthesia and the removal of the 2 parts of balloon was the extra part of the procedure that was not planned.

Manufacturer narrative:
B5: describe event or problem: additional information.

Event description:
Medwatch report number: 3600840000-2023-8108. It was reported that the balloon burst requiring additional intervention. The target lesion was located in the right and left common iliac arteries. A 3.0x40x150 (4f) sterling was selected for an angioplasty procedure and for removal of a foreign body from the left common iliac artery. The balloon burst upon removal from the patient. A snare was used to remove one piece of the balloon. The other piece of the balloon was on the guidewire and pulled into the 6f sheath, then removed from the patient. An extra procedure was performed, and the patient stayed in the hospital overnight for observation. There were no patient complications reported.